Event description:
It was reported that the catheter was broken. The target lesion was located in the liver. A direxion hi-flo catheter infusion was selected for use. During the procedure, it was noted that the catheter was broken. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. The direxion showed damage in the form of a fracture located 73.8 from the hub. The shaft was not completely separated, the inner liner was still intact. A bend of the shaft was seen 125 cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the catheter was broken. The target lesion was located in the liver. A direxion hi-flo catheter infusion was selected for use. During the procedure, it was noted that the catheter was broken. The procedure was completed with another of the same device. There were no patient complications reported.